Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent implant damage.

Event description:
It was reported that during the implant procedure, the lead was attempted but had a slight bend in the distal tip which may have occurred from the anatomy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.